Event description:
Left-side capsular contracture baker grade 3.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra was unable to perform device analysis because the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.